Manufacturer narrative:
Inherent risk of procedure (death).

Event description:
Two endeavor rx drug-eluting stents were successfully implanted, overlapping, in the proximal rca. (MFR report# 2953200-2008-01130-01131). At 30 day, 6 month and 12 month follow-up patient was asymptomatic. It is reported that one year and 10 days post initial stent implant the patient suffered a sudden death. It is reported that death occurred suddenly, out of hospital. Acute mi and stent thrombosis were not ruled out. Autopsy report is not available. The investigator has stated that there was a possible/probable relationship to the endeavor stent.